Event description:
A nurse have complained of receiving an electric shock from the mains plug pins after a tcm40 has been unplugged from the mains socket. No medical intervention was needed. The tcm was investigated by the hospital's own medical electronic engineers and was found these to have over 100 vdc on the mains pins.

Manufacturer narrative:
No pt medical intervention was needed. An evaluation is in-process and has not been completed. Once the evaluation has been completed a follow up report will be submitted.